Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of cracks near battery compartment and around display window of the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.